Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads of the lifevest equipment. Patient described the area as a burn and itchy pustules. It was confirmed that the patient is allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed ointments for the skin irritation. Follow up indicated that the skin irritation improved.